Manufacturer narrative:
During a site visit by the field service engineer (fse) the analyzer (alinity sn# (B)(6)) was inspected and the fse discovered that charring occurred to the reagent cooler temperature controller board. This was caused by coolant that leaked from a cracked elbow fitting connected to the reagent cooler assembly. Several parts, including the temperature controller board, were replaced. A review of the service history for the alinity (B)(6) analyzer revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the alinity I analyzer or the associated parts (cooler temperature controller (part number a-30109622-02) and the cooler assy with pump (part number a-30105227-02). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and contains adequate information regarding electrical hazards and performing an emergency shutdown of the alinity I as well as troubleshooting, removal and replacement of the indicated part. The charring observed was limited to the reagent cooler temperature controller board and the damage did not spread to other parts of the instrument. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a burning smell and smoke emanating from the back of the alinity I analyzer. Subsequent visit by the abbott field service representative (fsr) discovered the reagent cooler temperature cooler pcb was charred and components of board appeared melted. The extent of the damage was contained to the reagent cooler temp controller pcb and did not spread to other areas of the analyzer. No injuries occurred due to this issue. No impact to patient management was reported.